Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
La line pulled by cvs. Line broke inside pt. Needed chest to be opened at bedside to retrieve rest of line.

Event description:
La line pulled by cvs. Line broke inside pt. Needed chest to be opened at bedside to retrieve rest of line.

Manufacturer narrative:
We received the distal part of the snapped catheter, with the sliding clamp as the faulty sample. It was observed that the catheter tube had not torn directly at the wing; a small piece of the tube remained attached to the wing. Microscopic examination revealed a diagonal tearing edge. The surface and diagonal tearing edge are typical signs of mechanical damage, such as a cut combined with excessive tensile forces. The component batch history records could not be reviewed, and it could not be determined whether any deviations occurred, as the lot number was not provided by the customer. However, each catheter undergoes flow and leak testing during production. The tensile strength and dimensions of the catheter and its components are randomly checked, incoming goods inspections are performed, and two 100% visual inspections after packaging are carried out as part of the quality control process. A two-year review of vygon USA complaint data, from july 1, 2023, to july 31, 2025, revealed three additional complaints regarding leakage or breakage associated with code vylf1020. All were attributed to excessive tensile force and conditions of use, rather than a manufacturing defect. Corrective action: based on the investigation, this issue is attributed to the conditions of use, and there are no indications of a manufacturing-related issue. Additionally, the customer used the catheter for 3 days before the leakage/breakage occurred. Any manufacturing issues that could cause a leak would likely have been detected by the user during the initial flushing of the catheter. Therefore, no further corrective action has been initiated by quality management at this time.